Event description:
Account has a bed that the bed exit is not alarming at the bed. The bed exit board was replaced to resolve the issue with this bed. The bed was found as part of pm process and there were no reported injuries.